Event description:
(B)(4). My experience is an ever going one - abnormal periods, hot flashes constantly, painful (excruciating) periods and ovulation, night sweats (I may as well be in a freaking pool!!), loss of libido, sharp shooting pains in my vagina, bloating like I am 5 months pregnant, heartburn, anemia, unexplained bruising, heightened allergies, vision problems, and the headaches. The painful ovulation and periods are absolutely terrible - there are days I cannot even get out of bed. The headaches are the worst thing I have experienced in my life....... I have had CT scans, mris, eegs, and been to numerous neurologists and there are never any answers. They can tell me what it is not, but not what it is! Also, the bacterial vaginosis that is caused by copper and nickel (both of which are included in these coils) - I have had a tremendous amount of infections since being implanted with this.